Event description:
The customer is unable to calibrate the axsym rubella igg reagent lot# 61151m101 and calibrator lot#58184m100. Error 1111 (master calibrator 1 too high) was generated. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.